Event description:
The customer reported that following a diagnostic catheterization in 1999 a vasoseal vhd kit size 4 was deployed. The pt returned on 12/12/1999 with a complaint of fevers, chills, and swelling at the right groin site. The pt was admitted and on 12/13/1999, the right groin site was drained. Cultures taken from the groin site revealed staph aureus. The pt was treated with IV antibiotics and discharged on 12/22/1999. No further complications were reported.